Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date was obtained and populated in d7. An explant was set for (B)(6) 2019. Additionally, the device was thought to have been slowly deflating prior to being purposely punctured by the physician. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/23/2019. Device evaluation summary: according to the reported information the patient experienced anisomastia (breast asymmetry), device migration, chest injury (from a fall), and deflation. During visual analysis the device was observed intact. Leak testing was performed ant it revealed there was leakage from the valve. No additional anomalies were observed. It is possible that the root cause of the rupture was the accident in which the patient was involved. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/24/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Mentor received additional information on (B)(6) 2019. In addition to the issues reported previously, the patient also experienced bilateral grade 3 ptosis, and the contralateral prosthesis was suspected to be leaking as well. See (B)(4) for contralateral prosthesis report. The devices were explanted and mastopexy was performed on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Concomitant products: mentor smooth round moderate plus profile 350cc saline prosthesis, catalog # 3502350, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 350cc saline prosthesis experienced left sided device migration post procedure. The patient had a fall and felt that her left breast had shifted within capsule due to the impact of the fall. Imaging and a physician confirmed that the implant had shifted. As a result, the device was removed and replaced with unspecified implants on (B)(6) 2019.